Event description:
It was reported that the customer's insulin pump alarmed with no delivery. Customer's blood glucose was 189 mg/dl. She declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.